Event description:
Flushing line and noticed it was torn and leaking, hickman clamped above the rupture site. The patient requires a line replacement with this type of event. This facility has notified the manufacturer of a recurring problem with the hickman 10f triple-lumen cv catheter peel-apart introducer kit with surecuff cuff. Staff are following the manufacturer's instructions for use when using this device but the problems persist.